Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the acoustic lens was damaged. In addition, evaluation found the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked and detached, the scope connector and ultrasonic connector had corrosion due to water leakage, the connecting tube was scratched, and the objective lens was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end of the evis eus ultrasound gastrointestinal videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the tip was cracked and the probe was broken. The report is being submitted due to broken probe found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, a definitive root cause of the damaged ultrasound transducer could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the defective distal end was found during pre-use inspection prior to an unknown diagnostic procedure. There was no delay and the procedure was completed using a replacement device.